Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 10 april-2024, it was reported that patient had received a few occlusion alarms. On (B)(6) 2024 she changed her infusion set (ifs) early because she noticed insulin leaking from her site. On (B)(6) 2024, at 5 pm she changed her cartridge. She did report hypoglycemia overnight and had to treat with carbs to get blood glucose to come up above 70 mg/dl. On (B)(6) 2024, she took insulin for breakfast and then started to get occlusion alarms. She took out her cartridge, cleaned around the bottom of the pump, reloaded the cartridge, and filled the tubing again. She did see insulin dripping from the infusion set (ifs) connection. She used room temperature insulin aspart, fills with 200-250 units of insulin, and the air from the cartridge during the load process had removed. Her cannula was not bent or pinched when she removed the infusion set (ifs) from her abdomen. She was going go ahead and fill a new cartridge with new insulin, fill new tubing, and insert a new infusion set. Her glucose was running 150-200 mg/dl since eating breakfast. No further information available.